Event description:
It was reported to boston scientific via an article presented on the 133rd annual meeting of the japanese urological association, that a retrospective study was conducted to assess required re-operation, after a water vapor thermal therapy procedure using rezum to treat benign prostatic hyperplasia. Data from patients that underwent rezum therapy from 01-june-2024 to 30-july-2025 at 1 institution in japan indicated that 3 patients required re-operation. Case 3 was a 70s male who underwent rezum therapy. Postoperative complications included hematuria and urinary retention. Additionally, his voiding dysfunction persisted. Imaging confirmed insufficient regression of the dorsal adenoma. This patient's symptoms resolved after transurethral resection of the prostate was performed.

Manufacturer narrative:
(2026). Surgical intervention for voiding dysfunction after water vapor thermal therapy: 3 cases from our institution. (B)(4).